Event description:
Loss of capture was found on this ra lead during an attempted rv lead revision. The physician was unable to get venous access so the revision was cancelled and another revision is planned for the future. This lead remains actively implanted at this time.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.